Manufacturer narrative:
An event of heart block and permanent pacemaker implant was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. It was indicated that patient had a temporary pacing for the device implantation. Based on available information, the cause of reported heart block could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for an implant. It was reported that the patient had a temporary pacing for the device implantation. The device was successfully implanted. Later during the day, a permeants pacemaker was pacemaker implanted. The patient is stable,